Event description:
It was reported that a pump issued alarm 20 during pumping, which caused the customer's blood glucose level to display as "high," though the specific value was unknown. The customer managed the situation with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support resolved the issue by arranging for a replacement pump. The customer reverted to an alternate method of insulin therapy.